Event description:
A female pt had a motor vehicle accident in 2007 and was taken for surgery due to a fractured pelvis. A pump was placed in her right forearm to keep her alive. The pt stated, she was discharged one hr post op and sent home with the wrong medications and no f/u treatment. She is currently experiencing the following symptoms: tremors, diabetes, blood oozing from her eyes, chest pain, no pulse in her legs, hypertension and palpitation. She claims the pump in her is defective; decaying, eroded, and all the straps holding the pump to her body are loose and eroded. The pump might migrate to her heart. She claims she is at risk of clots and imminent death. The device is still in her, but she has surgery scheduled for this week. She says the surgeons made racist remarks and failed to give her proper care, as she did not get any f/u care; the pump which was supposed to be retrieved 6 months post op, was never taken out and it's been 5 yrs. Any intervention or condition of the pt is unk at this time.

Manufacturer narrative:
Adverse physiological response is not listed in the instructions for use. No product or images were provided. The product lot provided is a filter device and this is the only indication of a cook device being used in this case; the pump seems to be the problem, and if the pump is supposed to actually be the filter, it is off label use to place it in a pt's forearm, as the filter is intended for filtration of ivc (which is stated in the instructions for use under intended use). The filter may have been implanted as part of the treatment after the accident, but the complaint seems to be based on pt's testimony only and sequences as "discharged one hr post op and sent home with the wrong medication and no f/u treatment", "straps holding the pump to her body are loose and eroded", and "the surgeons made racist remarks and failed to give her proper care" do not indicate any defect to the filter, if used. Twenty devices were mfg under the same lot and this is the first complaint received relating to lot. No product or images provided as no contact info for the hosp or pt were received. From the limited description of the event, we are unable to determine what may have led to this failure. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. A quality engineering risk analysis (qera) was created in response to this complaint. Per the conclusion of the qera, no further mitigating action is necessary at this time.